Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint was received with the return of the device. Failure event observed during analysis.final analysis found an insulation abrasion at 79.4 cm to 81.1 cm from the connector pin which exposed the outer cable.